Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  the patient never really thought the therapy had helped them for their symptoms since implant, that the patient had still leaked but that it did help some. Caller stated that the patient was having all kinds of medical problems since the surgery: that the patient would still leak and had had 5 utis and they also started having hallucinations and all kinds of medical problems after the surgery as well. They aslo stated  that they were testing the patient for dementia because the patient was starting to "see things" but caller wasn't sure why hallucinations were happening and noted they started 2 weeks after the surgery . Caller stated they had called the health care provider (hcp) about their concerns when the issues began they reached out to mdt rep whol told them  to try turning the therapy off to see if that madea difference so for the last month the therapy had been off and when the therapy was turned off, the patient's leakage really started. Caller stated the patient was now leaking constantly and that the patient had just had their 6 month follow up appointment with the health care provider (hcp) and the hcp told them to try turning the therapy back on as the patient's symptoms with utis and hallucinations were starting to get under control.  Patient services for assistance in turning the therapy back on. Patient services walked the caller through connecting to the patient's settings. Initially the caller was getting a "searching for communicator message" so patient services had the caller move the patient away from sources of emi and the caller was able to successfully connect to thepatient's settings. The therapy was then turned back on. The therapy was at .5 ma and the patient wasn't feeling the stimulation so patient services had the caller begin increasing the stimulation and the caller began increasing and stated they got a "operation failed, end session" message. Patient services had the caller end session and connect again to the patient's settings. The caller was then able to increase the s timulation to where the patient felt the stimulation/tingling comfortably in their penis. Caller stated the patient had never felt any stimulation prior to this; that this was the first time the patient had felt it. Patient services reviewed stimulation considerations with the caller and patient and battery longevity considerations. Caller opted to decrease the stimulation down to 1.0 ma. Patient and caller to monitor the patient's symptoms. Caller stated they would monitor the patient's symptoms now that a change had been made. Caller stated the patient had another follow up with the hcp in 6 months . No further action was taken by patient services

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.